Event description:
Event description guidant received information that a clinician was able to establish telemetry with this implantable cardioverter defibrillator (ICD); however, telemetry interference was encountered during certain tests.